Event description:
On 5-11-99 tissue plasminogen activator was being primed on an imed #2220 tubing set for a pt having a mi. The tubing would not prime, even though all clamps were open. The vent was checked due to tissue plasminogen activator being in a bottle, and in doing so the dose was contaminated and thrown away. Had to wait for another dose from pharmacy. MFR states several lot #'s affected.